Event description:
It was reported that during testing by the user at the user facility, the distal end is no longer connected, pin falls out. As the event occurred during testing, there was no patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported related to this event.